Event description:
Co2 was leaking from the hand piece while doing a hepatectomy. Surgeon noticed cold air leaking. There was no harm to the patient. As soon as the issue was discovered, the probe was removed from the field and a new probe used for the case. Defective probe sent to materials with package info for company evaluation. Representative is aware. Neuwave pr15 microwave lot number: ml23098562, reference number: pr15.